Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by stable angina. During the index procedure one resolute onyx des was implanted in the prox cx. During the procedure, a dissection occurred which was treated by implanting a 2nd resolute onyx des. The patient recovered. The investigator reported that the event is causally related to the index device and is not related to the anti platelet medication.

Manufacturer narrative:
Company causality reported that the event is possibly related to the device, causally related to the procedure and not related to the anti platelet medication. If information is provided in the future, a supplemental report will be issued.